Event description:
Pt presented in (B)(4) of 2005 with history of pulmonary embolism and deep vein thrombosis. For prophylaxis prior to multiple planned orthopedic surgeries, an ivc filter was placed. The pt returns in (B)(4) of 2010 with complaints of abdominal pain.